Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion undefined issue was verified, but the occlusion cartridge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarm occurred. During troubleshooting 2 o-ring's were identified on the pneumatic tap. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer. There was no reported adverse impact.